Manufacturer narrative:
The instrument was returned and evaluated. The yaw pulley showed no signs of arcing. Instrument was placed on an instrument performance tester and passed friction testing. Failure analysis investigation also found the following additional damages to the instrument: failure analysis found that the one conductor wire was broken at the yaw pulley exit. The wire was detached from the connection at the grip. The instrument failed electrical continuity testing. The pitch cable was frayed at the distal clevis hub. No damage was found at the clevis. There were indentations at the edge of the distal pulley and visible scratches on the surface of the pulley. The evidence was inconclusive, but the indentations were likely due to mishandling/misuse. The distal end of the main tube had various scratch marks exhibiting light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, the frayed cable and/or the tube abrasions with material removed, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that the instrument had limited movement, possible broken cable during a da vinci surgical procedure. No fragments fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.